Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy on (B)(6) 2019. It was reported by patient that their toes on their foot have been twitching since they got their device implanted. Patient mentioned that since they had the implant, the twitching has been causing other issues like muscle spasms and now it was causing an issue because in the morning their foot was all curled in because their muscle had been exercising all night. Patient mentioned they tried turning stim down but their bladder pain does not like that. Patient said they have gone through all the programs because based on how their bladder was feeling they would change programs. Patient then said that the stimulation causes actual movement of their toes and kind of jumping. Patient mentioned the twitching was just in their foot and was now becoming worse in the last couple of weeks. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2025. They reported that the original lead was replaced with a new one in (B)(6) 2020 because it was too perpendicular to their nerve and was making their toes move. Patient reported it was hitting them in the private parts and foot instantly and it did not stop. Eventually they finally got a doctor to listen to them and replace it after their foot started cramping and having spasms. Patient indicated the original lead is still implanted but not in use. Additional information was received from a healthcare professional (hcp) on (B)(6) 2025. The hcp reported that the cause of the lead being too perpendicular to their nerve was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0w4zf product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 27-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.